Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator was experiencing pacemaker mediated tachy cardia affecting their va conduction.